Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Review of performance data from the device shows the lia (lead integrity alert) ramware interacted with detected ecc (error checking correction) producing a por.

Event description:
It was reported the patient was undergoing radiation therapy and por (power on reset) was noted. Review of performance data from the device shows the lia (lead integrity alert) ramware interacted with detected ecc (error checking correction) producing a por. No patient complications have been reported as a result of this event.